Event description:
Wont power on. Bezel assembly-lower hinge crack. There was no patient involvement. (B)(4). Shipping & billing address confirmed. Npi. (B)(4). The device was not received as of this date. No determination regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number.

Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). The device was not received as of this date. No determination regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per (B)(4).